Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed the pump settings, and attempted to deliver a bolus for 20 grams of carbohydrates, and observed that the pump settings had not been changed from "units" to "carbohydrates". Reportedly, the customer did not deliver a bolus based off of the incorrect settings. Tandem technical support assisted the customer in successfully turning the carbohydrates settings on. Blood glucose level was 157 mg/dl.